Manufacturer narrative:
Meter (B)(6) has been returned and investigated a known-good retained battery. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button depression and test strip insertion. All appropriate buttons were checked and scrolled through meters menu; no issues were observed. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a button press and ¿set¿ issues with the abbott diabetes care (adc) device. The customer indicated that their adc device was stuck with an error message of ¿set-14¿ and there was response when the button is pressed. No symptoms were reported however, the customer self-presented at a hospital where a glucose result of 31 mg/dl and was administered intravenous glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated a known-good retained battery. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button depression and test strip insertion. Three high control solution assays testing was performed with returned meter and retained strip. All results were within specification. Meter communication was initiated using hyperterminal and the communication was successful. Meter glucose log was downloaded using hyperterminal software. Unknown/unspecified setting/memory issue in the glucose log was not observed. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a button press and ¿set¿ issues with the abbott diabetes care (adc) device. The customer indicated that their adc device was stuck with an error message of ¿set-14¿ and there was response when the button is pressed. No symptoms were reported however, the customer self-presented at a hospital where a glucose result of 31 mg/dl and was administered intravenous glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Meter (B)(4) has been returned and investigated a known-good retained battery. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button depression and test strip insertion. All appropriate buttons were checked and scrolled through meters menu; no issues were observed. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom lite meter was reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. This also serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a button press and ¿set¿ issues with the abbott diabetes care (adc) device. The customer indicated that their adc device was stuck with an error message of ¿set-14¿ and there was response when the button is pressed. No symptoms were reported however, the customer self-presented at a hospital where a glucose result of 31 mg/dl and was administered intravenous glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a button press and ¿set¿ issues with the abbott diabetes care (adc) device. The customer indicated that their adc device was stuck with an error message of ¿set-14¿ and there was response when the button is pressed. No symptoms were reported however, the customer self-presented at a hospital where a glucose result of 31 mg/dl and was administered intravenous glucose for treatment. There was no report of death or permanent impairment associated with this event.